Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patients device emitted tones. The device was interrogated and it was found that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. A boston scientific technical services (ts) consultant reviewed the data and noted that impedance measurements have been slowly trending upward. Reasonable evidence suggests the change in this measurements is due to patients condition and not the lead. This lead remains in service and the patient will continue to be monitored. No adverse patient effects were reported.